Event description:
It was reported that this pacemaker, right atrial (ra) lead, and right ventricular (rv) lead had triggered a lead safety switch (lss) on one of the leads and post-lss myopotential oversensing was observed. The lss was reset, and the channel was reprogrammed to bipolar. Additional information received reported that lss was triggered again, this time on both the right atrial (ra) and right ventricular (rv) leads due to out-of-range pace impedance measurements >2,000 ohms and >3,000 ohms, respectively. In bipolar, the high impedances and noise were not reproducible. It was suspected that the out-of-range pace impedance measurements were attributed to the spring contact. It was noted that the device was approaching elective replacement indicator (eri) with less than 3 months remaining on the battery. The patient was hospitalized, and the decision was made move up the device changeout procedure. This pacemaker was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. This ra lead and rv lead remain in service. It was noted that ra and rv pace impedance measurements were 485 ohms and 540 ohms following the device upgrade procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, right atrial (ra) lead, and right ventricular (rv) lead had triggered a lead safety switch (lss) on one of the leads and post-lss myopotential oversensing was observed. The lss was reset, and the channel was reprogrammed to bipolar. Additional information received reported that lss was triggered again, this time on both the right atrial (ra) and right ventricular (rv) leads due to out-of-range pace impedance measurements >2,000 ohms and >3,000 ohms, respectively. In bipolar, the high impedances and noise were not reproducible. It was suspected that the out-of-range pace impedance measurements were attributed to the spring contact. It was noted that the device was approaching elective replacement indicator (eri) with less than 3 months remaining on the battery. The patient was hospitalized, and the decision was made move up the device changeout procedure. This pacemaker was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. This ra lead and rv lead remain in service. It was noted that ra and rv pace impedance measurements were 485 ohms and 540 ohms following the device upgrade procedure. No additional adverse patient effects were reported.